Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced integrated electrosurgical unit (erbe) to correct the reported problem. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but the product has not yet been returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error c-34 occurred on the erbe generator. The procedure was completed with no report of patient injury. Isi followed-up with the initial reporter and obtained the following additional information: ports were not placed in the patient when the issue occurred. The procedure was completed by using non-modulated modes (autocut and soft coag).